Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records & radiographs were provided and reviewed by a health care professional. The review identified: ¿ surgeon notes inlay fracture due to wear. ¿ patient presented to ER with a soft feeling in her knee with instability and cracking noises. ¿ upon entry, ¿inlay broken in two parts with almost completely used plastic.¿ ¿ all parts of broken inlay removed without pieces left behind. ¿ tibial and femoral components without damage and stable without loosening or osteolysis. ¿ pathology report: small metal abrasion, micro and macro polyethylene, and pmms cement particles (wear debris). Contributing factors of event: ¿ bmi >41, ¿ surgeon notes inlay fracture due to wear. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 154720; lot# 2235756; oxf uni tib tray sz b lm PMA. Item# 154600; lot# 2272740; oxford uni femoral sm. Item# 66031995; lot# 72064262; palacos cement. G2- germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient felt a sudden onset of knee instability with cracking noises in the left partial knee. The patient was revised as the poly was fractured in two from pronounced wear. No tibial and femoral component damage was noted with no signs of osteolysis or loosening. The poly was exchanged without complications. Approximately 10 years and 2 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product was returned and visually assessed, which identified that it exhibits signs of use (wear, pits, discoloration) and confirming the complaint is fractured, unable to verify if all pieces returned due to wear/damage. No dimensional analysis was performed due to wear/damage. The item was sent for further sem analysis, which concluded that the fracture of the item was potentially caused by overloading, possibly exacerbated by misalignment, which shifted loading to the lateral side of the implant, resulting in oxidation and embrittlement, especially in that region. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.